Manufacturer narrative:
Ascent resterilized the complaint device through our open-but-unused process. At the time of this report the device investigation has not been completed. Once the investigation is completed a follow-up MDR will be submitted.

Manufacturer narrative:
The compliant device was resterilized through ascent's open-but-unused process. The complaint device was visually examined and the distal tip of the device was damaged and splintered. The tip was brittle and upon inspection, continued to crumble and break off the device. The original manufacturer's instructions for use was reviewed and found to state: "the catheter tip is made from heat sensitive material. Store in a dark, dry, cool place. Avoid exposure to light." Ascent only performs repackaging and sterilization for open-but-unused devices. The most probable cause for the tip breakage is exposure to excessive heat, light or humidity due to improper device storage at the user facility. This is the first complaint of this nature that ascent has received.

Event description:
It was reported that when the catheter was being prepped for the procedure the tip of the device fell apart onto the gauze that was being used to the wipe the device down. There was no patient involvement and no patient injury was reported by the facility.